Event description:
A male pt contacted lifecor customer support to report that he was having difficulty getting the battery pack to power up the monitor. He stated that he has to remove and replace the battery pack several times before the monitor will start up. Support asked him to check the pins in the battery well of the monitor. He stated that the pins looked to be bent. Support sent the pt replacement battery packs and monitor.

Manufacturer narrative:
Device evaluations of monitor, and battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely, due to a battery pack being forced into a monitor with the connectors misaligned. One battery pack had damage to its connector. The connector was repaired. The battery pack was retested and restocked. The second battery pack was fully functional. It was retested and restocked. The damaged connectors on the monitors and battery pack were replaced. No adverse events resulted from the damaged monitor of battery pack. The pt received a replacement monitor and battery packs.